Manufacturer narrative:
This device was found to be functional within the manufacture specifications. Hematoma are known side effect of eswl. Information has been requested from the treating physician but has not been received.

Event description:
Confirmed hematoma post eswl treatment, severity unknown. No additional information has been provided, including date of the event, medical treatment or prognosis. Hematoma are a known side effect of eswl treatment.